Manufacturer narrative:
It was reported that the hl20 pump displayed the error message ¿runaway¿. The event occurred during a preventive maintenance. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on 2024-07-17. The carbon brush was cleaned and all the connections of the pump were reset. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was already assessed by the getinge life cycle engineering on 2024-04-15. The most probable root cause was determined as use related contaminated of the motor tacho by carbon abrasion. The review of the non-conformities has been performed on 2024-08-05 for the period of 2015-03-03 to 2024-07-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-03-03. Based on the results the reported failure "error message runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl20 pump displayed the error message ¿runaway¿. The event occurred during a preventive maintenance. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).